Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked battery tube threads and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer was reported via phone call that, the little piece of the reservoir lip was broken and pieces missing and broken off. The blood glucose was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.